Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed pizza and entered in too many carbohydrates, which led to the customer inadvertently delivering more insulin than needed. The customer experienced a blood glucose (bg) level of 100 mg/dl. Customer indicated that to let bg level return to target range, the customer would stop using the pump for a few hours. Recommendation was made by tandem's technical support to set a temporary rate of 0% to avoid any alarms and to avoid turning the pump off. The customer was able to successfully set a temporary basal rate, confirmed that the pump was functioning as intended and declined further troubleshooting.